Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and observed few unrelated and non-critical issues with the device. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device will not administer shock when shock button is pressed. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Section h11 additional mfg narrative of initial MDR indicates: a stryker service representative performed an initial evaluation of the customer¿s device and observed few unrelated and non-critical issues with the device. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Section h11additional mfg narrative of initial MDR should indicate: a stryker service representative performed an evaluation of the customer¿s device and was able to verify and duplicate the reported issue. The coin cell battery was replaced to solve the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
The customer contacted stryker to report that their device will not administer shock when shock button is pressed. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.